Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/19/2014. Evaluation shows actuator gear noise and ran it in and out 5 times with no freefall during the bench test. Unable to test under load.MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised makes a noise when tilt chair back and forward and freefalls or has no pressure when coming forward.